Manufacturer narrative:
Isi received the monopolar curved scissors (mcs) involved with this complaint and completed the evaluation. Failure analysis confirmed the reported complaint. The mcs instrument was found to have a broken tube overmolded adapter. Material was missing and not returned by the customer. Missing material was approximately 0.06¿x 0.04¿. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces. A review of the device logs for the monopolar curved scissors associated with this event has been performed. Per this review of the logs, the monopolar curved scissors was last used during a procedure performed on (B)(6) 2022. There were 3 uses remaining after this last usage. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of an unspecified da vinci-assisted surgical procedure (pre-anesthesia), the endowrist sp monopolar curved scissors instrument was observed to have missing plastic at scissor tip attachment site. The procedure was completed with no reported injury. The endowrist sp monopolar curved scissors is a multiple-use endoscopic instrument that is used in conjunction with a single-use monopolar curved scissors tip (mcs tip). Intuitive surgical inc. (Isi) followed up with the reporter and obtained the following additional information: the reporter confirmed there was no report of fragments falling from the device into the patient but was unable to confirm if the damage to the instrument occurred during use or outside of a procedure.